Event description:
An ipp device was implanted on 2/23/90. The reservoir and pump were revised on 5/5/93 and on a date not provided. The entire device was removed from the pt and replaced on 6/20/97 due to fluid loss.